Manufacturer narrative:
Manufacturing site/registration number: (B)(4). The halberd guide wire was returned for evaluation. The returned guide wire had its coil fractured at the proximal solder (fixes the coil onto the core) originally located at 50mm from the tip. The exposed core wire was fractured at approximately 48mm distal to the proximal solder. Microscopic observation of the fracture sites found that the fractured core wire had an oblique fracture surface and there were helical marks on the surface. These findings indicated that torsion was applied at the time the core wire was bent when fracture occurred. Measurement on the returned guide wire suggested that approximately 2mm of the core wire and the coil including the inner coil wire were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had most likely contributed to the observed fracture of the returned halberd guide wire. The applied stress would accumulate and exceed the product design limit likely when the wire tip was being caught and restricted its movement by the lesion. Consequently, the core wire was twisted off. Further applied tensile stress generated with removal made the coil elongate and detached from the proximal solder with the underlying inner coil wire. It was concluded that this event was not attributed to product quality. The separated part that was snared was not returned; therefore, it was unable to rule out potentiality that the missing part could be left in the patient. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation.

Event description:
It was reported that the tip of an asahi halberd guide wire detached during a ppi to treat a heavily calcified cto in the anterior tibial artery. When the guide wire was advanced, it was caught by the lesion. During removal, the wire tip broke off and the separated tip remained in the artery. A snare was used to successfully retrieve the separated tip. The procedure was resumed, poba was performed, and blood flow was successfully reestablished. There were no adverse patient effects associated with this event.